Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8141383. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally during their review of the returned device, our engineers identified damage to the adapter that resulted in contact with the adapter paddle. A review of the manufacturing line was conducted, however our engineers were unable to identify a possible source for the observed damage at this time. H3 other text: see section h.10.

Event description:
It was reported that needle retraction failure occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that needle core stuck and unable to retract out during retraction process. Defected product is used as clinical sample, didn¿t be used." 50 occurrences were reported, the date/time of each event was not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that needle core stuck and unable to retract out during retraction process. Defected product is used as clinical sample, didn¿t be used." 50 occurrences were reported, the date/time of each event was not given.